Event description:
The customer used the suspect device to check their blood glucose and obtained a reading greater than 300 mg/dl. They dosed insulin and started to feel hypoglycemic. They were taken to the hosp and given dextrose after the hosp meter read either 20 or 41 mg/dl. Controls were not used on the device. The device was replaced and authorized for return to the MFR for eval.